Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the hypotube. The hypotube is separated 93.2cm from the hub. Microscopic examination revealed no additional damages. The balloon is still tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary vessel. A 2.00mmx12mm emerge balloon catheter was selected for use. However, when the device was advanced through the guide catheter, the physician felt something strange. The device was removed and it was noted that the shaft broke into two pieces, approximately 20cm from the hub. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.